Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the solusets. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the solusets emptied and air was reported in the tubing distal to the solusets. No air was delivered to the patients. The customer contact stated the tubing sets were reprimed or replaced and the therapies were resummed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.